Event description:
Related manufacturer reference number: 2017865-2023-46838. It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial (ra) lead exhibited noise oversensing and the left ventricular (lv) lead exhibited low pacing impedance. Programming changes were made on the ra lead and the lv lead is being monitored with no intervention. The patient was stable.